Event description:
A caller reported experiencing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the caller with complete information on how to reset the pump and guided them through the process. After the reset, the error did not reoccur. The caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.